Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the complete loss of image occurred during a therapeutic colonoscopy procedure of which the pt reportedly had to be transported while in sedation to a different procedure room in which the intended procedure was completed. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The evaluation found the image invisible. There was fluid invasion noted inside the scope connector unit which attributed to the user's experience. The device passed the air/water leakage test. The reported phenomenon was attributed to mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the users had experienced complete loss of image while the referenced device was inside of the pt. The referenced device was withdrawn without an image and the intended procedure was cancelled as a result. There was no pt harm reported.